Event description:
The hcp reported that at refill "all 18 ccs were aspirated from the pump reservoir". It is unk if any troubleshooting has been performed. The pt was given oral dilaudid and a duragesic patch. Follow-up will not be possible as incomplete info provided at the time of the report.